Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient had informed mold in the device. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The report states that a white material foreign to the unit was pulled in through back of the device. The complaint noted the fliter in the back of the unit was clogged. No filters were returned with the device. Qa also performed an external and internal visual inspection of the recieved deices and confirmed the engineering evaluation. Qa found evidence of this unknown talc-like contaminant in the air inlet of the remstar auto. The complaints noted the filters were "clogged" with this sybstance, indicatig the filters were not being changed in a timely manner, as noted in the associated user mansuals. Based on these findings and a complete review of the complaint it is concluded that no further investigation into the alleged complaint issue is appropriate at this time. It is also concluded that no futher correspondence or reply to the customer is required t close this complaint and no further investigatory activity will occur involving communications with the customer or otherwise.